Event description:
Reporter alleged discrepant results between the blood glucose monitoring device and a valid lab comparative. Reporter stated device read 82 mg/dl at 8:04am, a retest was 150 mg/dl at 8:05am, and a lab was performed at 8:05am which measured >200 mg/dl. Reporter indicated patient was not treated based on the meter results and did not know what, if any treatment was administered based on the lab result. Reporter stated controls were run and found to be within and acceptable range. A request was made for the return of the suspect device and replacement product was sent.